Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-33, lot # va0wtzm, implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
The consumer reported that she was doing well from 2-2:30pm when she left the hospital but she had an accident at 2am and urinated about 8ft from the bathroom to the commode and it was not fun. She was implanted the on (B)(6) 2015 and she was still numb when the settings were installed; she was groggy. The patient did not feel stimulation but she felt it when it was first installed. The therapy was on. Amplitude was increased from 1.2v to 1.9v in program 1. She felt stim in the rectum area and she was going to try it at that setting. Urinary symptoms were reported and the patient had a sudden change in therapy/ symptoms. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided. If additional information is received, a follow-up report will be sent.